Event description:
It was reported that the lead exhibited oversensing, and impedance had been trending down over time from 457 ohms to less than 200 ohms. Capture thresholds varying from 2.75 v at 0.6 ms down to 0.5 v at 0.6 ms were also noted. Programming was changed to ddir mode, and the patient would be monitored.